Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's ac power light is not lit when the battery is present. There was no reported patient involvement.

Event description:
It was reported to philips that the device is making a clicking noise when powered off, and the ac power light is not lit when the battery is present. There was no reported patient involvement.